Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship of this device and the cause of this event. Should further relevant details become available a supplemental medwatch report will be filed under the appropriate sequence number.

Event description:
On october 16, 2006, it was reported to bsc that during a therapeutic procedure (male patient, age unknown) the stonetome's distal cutting wire detached but remained attached at the proximal end. The customer reported, "bleeding occurred near the papilla." The procedure was completed with the subject device. The patient's status was reported to be "... Stable at this time."